Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) was not fixed and migrated. The ipg was recaptured and re positioned successfully. The ipg remains in use. No patient complications have been reported as a result of this event.